Event description:
Customer called stating that their meter has been reading erratically. After further investigation, it was determined that the meter was reading in mmol/l instead of mg/dl. The customer was asked to return the meter for further evaluation.